Event description:
It was reported that the insulin pump malfunctioned. The insulin is not coming out of the insulin pump. The blood glucose reading was 280 mg/dl. Customer treated with manual injection. The current blood glucose reading is 203 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.